Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range pacing impedances less than 200 ohms on the right ventricular (rv) channel. The device remains in service at this time and there is no evidence that the rv lead is a boston scientific product. No adverse patient effects were reported.